Manufacturer narrative:
The device was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. It was reported the patient had been lost to follow-up for approximately 5 years. Boston scientific technical services (ts) discussed the device may be in storage mode based on the age of the device. The device was explanted and successfully replaced. No additional adverse patient effects were reported.